Manufacturer narrative:
Corrected information: the initially provided information has been reevaluated and codes for misuse and epiphora (tearing) have been added. Because the end user applied and continued to use deformed lenses contributing to the corneal abrasion and symptoms, johnson & johnson surgical vision determined that the event did not meet local regulatory criteria for reporting the incident. Therefore, this supplemental filing is to state that this event is not reportable per further review and no further information will be provided for this record. The event did not lead to death or serious deterioration in the state of health and if it occurred again, it could not lead to death or serious deterioration in the state of health. There are no safety signals for similar reports from our post market surveillance activities. Subsequently, it is not required to initiate a nonconformity report, or escalation. Johnson and johnson surgical vision will continue to monitor the reported issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Telephone number: (B)(6). The product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - manufacture date: unknown, as product lot number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the end user, who had used the product for a week, that after neutralization the lenses had been deformed in the morning of the incident. The consumer stated that he used the product according to the directions for use (dfu). While wearing the deformed contact lenses, he felt an unpleasant sensation in his right eye with the following symptoms: irritation, non-stop tears, and difficult to see. He visited his ophthalmologist, who said this could be related to the lens or the cleaning solution. The doctor thought it was likely caused by the product, because the end user had not changed his contact lenses and the unpleasant sensation had started since he started using the product. The customer was prescribed antibiotics (ofloxacin gel forming ophthalmic solution 0.3%) and diagnosed with corneal epithelial abrasion. No further information was provided.